Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational. No issue was found.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused on delay to the surgery. It was reported that during the surgery, the site was inaccurate by 1cm posteriorly. Then the site registered, they verified known anatomical landmarks and it was accurate, but when they touched boney anatomy during the craniotomy they had a noticeable difference. The surgery was completed without navigation and there was no impact on patient outcome.